Event description:
It was reported that the patient experienced a pocket fill. No symptoms or treatment were reported. The drug contained in the pump was not provided. The physician believed the pocket fill occurred as a result of a mechanical deficiency at the reservoir port.